Event description:
Home patient (hp) reports a system error 2240 alarm during drain 1/3 of automated peritoneal dialysis treatment. Home patient noted that the patient line of the homechoice set "was not connected together well" with transfer set. Hp discontinued treatment and finished with new supplies with no further problems. No pt injury or medical intervention is reported by home patient.